Event description:
It was reported that pump experienced recurring cartridge alarms during use, including cartridge alarm 20, and caller was unable to successfully load cartridge and resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support assisted with correct cartridge loading technique, arranged replacement pump under warranty, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it within required timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.